Event description:
Tibial tray impactor tip broke at the point where the tip connects to the impactor handle.

Manufacturer narrative:
Tibial tray impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Device eval: the tibial tray impactor tip was returned to conformis for eval. The reported failure mode was confirmed. The post that connects the tip to the impactor handle was found to be broken off inside the impactor handle. The complaint appears to be an isolated incident.